Manufacturer narrative:
Concomitant medical products: 6935-65 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had palpitations. The right ventricular lead was noted to have a confirmed fractured as high/undefined impedance and noise were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.